Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the radius and the device was underweight. A visual and microscopic analysis were performed which identified crease sharp openings, stress marks, creases fold, wear abrasion and a 40 mm dark patch edge material. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening. The reason for reoperation was reported to be due to rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Manufacturer of the device is unknown. Device remains implanted.